Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped maintaining her ipg as recommended. As a result, she has been unable to recharge the ipg due to it being inoperable. An sjm representative confirmed the issue via failed attempts with multiple external devices. In turn, the patient plans to undergo surgical intervention on a later date.